Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with a fenestrated bipolar forceps instrument, where device quit working during middle of procedure. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: customer clarified the issue regards a loose wire at the tip of the instrument near the forceps. No material missing or detached from the portion of the device that enters the patient's body. No report of non-intuitive nor uncontrolled motion issues.